Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report material separation. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation with a grade of 4. An ntw clip delivery system (cds) was inserted and successfully advanced into the left ventricle (lv). Grasping was performed but on the third grasping attempt, the gripper lever cap without the tactile marker detached, causing the blue latch to also detach from the device. It was noted that no air entered the anatomy at any point. The physician decided to remove the cds and replaced it. One clip was successfully implanted, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
All information was investigated, and the reported material separation of the gripper cap and gripper lever latch was confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. The reported material separation of the gripper cap and gripper lever latch appears to be a potential product issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.